Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular (rv) lead exhibited intermittent loss of rv capture. No intervention was performed. The patient was in the stable condition.